Manufacturer narrative:
Additional information provided in b.5. And h.11. Based on the information provided by the reporter via follow up it has been confirmed that this event does not meet complaint and serious incident criteria as per applicable regulations. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event was reported erroneously, when no further values had been analyzed in the practice, the report was confirmed to be a false report, and for this reason the reporter withdrew the report.

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced a target refraction of -8.0 diopter 1 day postoperatively. There was patient contact and patient impact was limited vision without correction. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).